Manufacturer narrative:
(B)(4). Date sent: 4/1/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 667c80. E1: unknown reporter. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a reload present. The reload was received partially fired 1/2. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.   Device history review: a manufacturing record evaluation was performed for the finished device batch number 667c80, and no non-conformances were identified.

Event description:
The device was received with no complaint information for an unk procedure. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.